Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227. Reporter's name not provided/unknown.

Event description:
It was reported the implant (tsv6b10) was missing from the vial when it was opened. The procedure was completed with another implant from stock.

Manufacturer narrative:
One tapered screw vent implant package was returned for inspection. A visual inspection confirmed that the implant and mount were not inside the packaging, nor was the cover screw. The seal of the vial cap was noted to be broken. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were 2 additional related complaints for this product lot. The additional complaints describe component missing from vial, and is considered a similar complaint. These similar incidents are noted to be from the same customer. Appropriate documentation was reviewed and the following information was identified. Instructions for use for tapered screw-vent, advent and trabecular metal implants 4869 rev 7-01/16. All implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. A singular cause cannot be determined. (B)(4).